Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was noted that a potential cause may have been excessive load was applied to a tines.

Event description:
It was reported two months post implant, that the leadless implantable pulse generator (ipg) exhibited a pacing and sensing failure. A chest x-ray confirmed that the micra had dislodged and migrated to the pulmonary artery. At the same time, it was confirmed that two nitinol tines had fractured and were missing from the the leadless ipg body. One fractured nitinol tine was confirmed to remain in the myocardium on chest x-ray. The leadless ipg was programmed off and remains in the patient, since they were not pacing dependent. The device remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.